Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the device hasn't worked for what it was originally for, fecal incontinence. They also developed severe atrophy and are experiencing pain at the implant site in their right buttocks. They have talked with a manufacture representative (rep) about pain at the incision site at the end of (B)(6) 2016. The patient said they discussed the ins not working with the rep in (B)(6) 2016 for the first time where they also talked about pain, weakness, and no benefit. They also talked again in (B)(6) 2016. They also reached out to the rep on the day of the call, but they haven't heard back. They don't know why the atrophy happened and have been doing physical therapy for about 6 months. The patient has seen two orthopedic doctor and a pilates/physical therapist. They said the orthopedic doctor said the ins was put in the wrong location, on the upper part of the patient's gluteus, so now the patient thinks the it was a mistake to have the ins implanted there. As a result of the atrophy, the patient was unable to walk when they were on a trip. They had crutches when they returned and had to get cortisone shots in their hip. For 2-3 months, the pain went away, but they now have atrophy. They say it is hard to walk and they drag their leg and sometimes trip. They are careful when going up the steps because their leg isn't strong. They say it is the glutes that help the patient lift the hip that are weal. They have trendelenburg syndrome and can't lift their leg properly because the gluteus muscles have weakened. They have injured their "good" knee because they have been overusing the left side over the past year as a result of the pain and weakness. The pain isn't the problem because it went away. The patient has a "snapping hip" because the muscles don't hold back the hip very well, so when they walk, their hip snaps in and out. They can hear it "pops and pops and pops." They have to hold their leg in to keep it from popping when they are walking. They limp because they can't lift their right hip because the muscles under their ins are very weak. They said this was another reason why they should get their ins removed. They have seen numerous doctors rectal specialist, gyn urology who did implant and consulted w with a number of people. They were always told to call the rep. They have never called the manufacturing company, but has reported to the rep like they were instructed. They talked to their rep 3-4 times and met with the rep in the office at least twice. No further patient complications have been reported as a result of this event.